Event description:
The lay user / patient contacted lfs in 2009 alleging a battery indicator on their one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent the pt a letter to obtain further clinical info. The pt mentioned that approx 2 weeks ago, she noticed the battery indicator on her one touch ultra 2 meter. The pt did not exhibit any symptoms at that time and continued to take her usual dosage of oral medication. Approx one week later, the pt reportedly developed symptoms of extreme fatigue and thirst. The pt did not contact their physician; however, still continued to take their oral medication. While troubleshooting with the pt, the customer care advocate (cca) noted that the pt had not replaced the battery per the owner's booklet, and the pt did not have a replacement battery available to verify that the issue would be resolved via troubleshooting. The products were replaced. No further clinical info was provided. It would have been helpful to know the exact date of when the issue began, how often the pt tests in a day, and how long the symptoms lasted. The products were replaced. The complaint is being reported since the pt alleged that she was unable to test, due to the battery indicator on the meter and a week later, developed symptom suggestive of hyperglycemia.

Manufacturer narrative:
Device lot# was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.